Event description:
During in-house feasibility testing for the accelerator aps, an error condition was observed that results in the aps system generating a sample presentation error for one sample and a sample queue error for a second sample. A review of the information presented in the accelerator aps user guide and user guide addendum related to the corrective actions for these error codes determined the labeling provided is deficient for the sample queue error. Specifically, it was determined the implementing the prescribed corrective action can result in the operator generating test results from a specimen that has been contaminated. A recall was issued. The FDA office indicated that this action is a stock recovery as the product was still under MFR control. MFR has not received any reports of adverse events related to this issue.

Manufacturer narrative:
This is the final report.